Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) hole was not completely opened with the cutter and the tissue remained. Due to a problem with the cutter, they punched, but no holes were opened, and the tissue remained as it was. The surface is slightly scratched. They opened a new product, a new cutter was taken out and punched it again to make a hole then the procedure was performed as usual. No damage to patient.

Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise #: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr-2020 through mar-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.